Event description:
Two stellarex devices were used in a slightly tortuous and moderately calcified sfa. During inflation of the first stellarex device, the balloon ruptured at 6 atm. The balloon was removed in one piece and a new stellarex device was used. During inflation of the second stellarex device (MDR 3011416935-2022-00011), the balloon ruptured at 5 atm. The balloon was also removed in one piece and the procedure was completed with a non-stellarex device. No patient injury reported. This product problem is being submitted per FDA request because the balloon ruptured below rbp.

Manufacturer narrative:
The patient''s dob or age at time of event, gender, weight, ethnicity, and race are unknown. This information was not available from the facility. Patient information regarding relevant tests/laboratory data or medical history are unknown. This information was not available from the facility. The stellarex device was returned for evaluation. Visual inspection found no unusual characteristics of the device. During functional testing, using a syringe filled with water, the balloon was pressurized and at less than 2 atm, a pinhole leak was confirmed. Per the IFU, balloon rupture is listed as a potential complication of the peripheral balloon.